Event description:
Pt was implanted with essure on (B)(6), 2012. Since then have very sharp pains in my sides, painful menstrual cycle with heavy bleeding, taste of metal. Horrible headaches, loss of libido, mood swings, heart palpitations, numbness in toes, painful intercourse and a very frustrated family. Model number never given to me.